Event description:
A cartridge alarm was reported by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer changed the cartridge and successfully resumed insulin delivery, and the pump is already being replaced.